Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ¿g/m.

Event description:
It was reported that a patient underwent an orthopedic spinal surgery on (B)(6) 2021 and barbed suture was used. During the procedure, while suturing the fascia, the fixation feature detached and broke. Another like device was used to complete the procedure. No adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4) date sent to FDA: 07/01/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h3 analysis summary: an empty opened foil, an empty labeled winding former and a suture piece of product sxpp1a405 were returned to ethicon inc for evaluation. Ethicon inc conducted a visual inspection of the sample returned. Upon visual inspection of the returned sample, body fluids and damage were noted in some barbs and the end was observed cut possibly from a surgical instrument. The section of the fixation tab was not received for evaluation. The condition of the sample received indicates improper handling of the device.